Event description:
Procedure type: lap gastric banding. According to the reporter: this was a revision of a lap band. Optical 5mm trocar was introduced through both walls of the bowel during insertion of the initial trocar. Delay over 30 minutes. Not known if delay affected the pt. Device fragment did not fall in pt cavity. Bowel was repaired.

Manufacturer narrative:
(B)(4).